Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced palpitations. The right atrial (ra) lead exhibited high thresholds and a confirmed dislodgement via x-ray. The ra lead was revised and remains in use. It was further reported that during the revision procedure the implantable pulse generator (ipg) exhibited  a setscrew issue as it could not be screwed down. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.